Manufacturer narrative:
Patient information was requested and the information was not provided. (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported the patient was removed from the ventilator and placed on a different ventilator. The customer reported patient involvement with no harm to the patient.